Manufacturer narrative:
Submit date: 11/14/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a syringe. The customer states that the original procedure was test for activated clotting time (act). The nurse was drawing sample for act test and the luer tip of the 12 ml syringe broke off in the port occluding that part of the tubing. The nurse was able to obtain the sample using another syringe and disconnecting part of the line to gain access to another port. No injury to patient or clinician, clinician was able to use another syringe and port to complete the procedure. The customer states that the nurse explained that her and others have experienced similar failures of the syringe but had not reported it prior. The customer does not have any detail regarding these other failures as they were not reported. The product and packaging were discarded.